Event description:
The pt underwent bilateral mastectomy in 1988 for adenocarcinoma. She has completed bilateral breast reconstruction. Her initial reconstruction was complicated by periprosthetic infection. She had bilateral reconstructive gel-filled implants of 500 cc on the right and 550 cc on the left. She has been plagued by modest capsular contracture. Pt has had progressive capsular contraction, not severe, but to the point that it is causing discomfort.